Manufacturer narrative:
The reported oad was received for analysis. A visual examination identified adhered biological material on the driveshaft and crown. The morphology of the biological material is unknown, and the adhered material did not prevent a guide wire from passing through the device. There was no damage observed to the oad which would have contributed to the reported event. When tested, the oad functioned as intended and was not observed to jump forward or spin out of control. If a spinning driveshaft is brought to a stall condition and remains stalled for 3 seconds, the device will acknowledge a stall condition and stop attempting to spin. However, if a spinning driveshaft is brought to a stall and is freed up within 3 seconds, the driveshaft may resume spinning. It is possible that the device became temporarily stalled during the procedure and then the crown became freed up within 3 seconds, resulting in the device spinning again and appearing to start up independently. The IFU for the reported device states "immediately stop use of the oad if the device stalls. Review for complications if a stall condition occurs." At the conclusion of the device analysis investigation, the reported events were unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 90% stenosed and located in the right coronary artery. During the first pass with the device, the oad jumped forward and stalled. The device then began to spin again outside of operator control, resulting in a dissection. Balloon angioplasty was performed and four stents were placed to resolve the dissection and the patient was stable following the procedure.